Event description:
Additional information was received that the device was explanted one and a half years later for reported normal battery depletion and returned for standard analysis testing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the device was programmed to soor permanent mode due to noise with movement which inhibited pacing. It was noted that the patient is pacemaker dependent. The boston scientific sales representative was unable to obtain any additional information. No adverse patient effects were reported.